Event description:
A malfunction alarm was reported by the customer with a malfunction code of malf 16. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arose.